Event description:
This report is based on information provided by a philips remote service engineer and an rdt (remote diagnostic technologies) technical engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device power supply pin is broken. There was patient involvement, therefore no health consequences or impact.